Manufacturer narrative:
D4 - the product code and lot number was not provided, therefore the UDI number is not available. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. The production lot number and product code was not provided by the user facility, which prevented a meaningful review of production and complaint records. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that part of the wire sheared off during a procedure. Follow up communication with the user facility confirmed the following information: peripheral case using a gs angled with a catheter doing multiple exchanges; the doctor felt resistance with the wire and pulled it out; the doctor saw that part of the plastic jacket had sheared off; no visible remnants were seen in the patient; the case was successfully completed; and there was no patient injury or medical intervention required.

Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the returned sample evaluation results. The actual device was returned to the manufacturer for evaluation. Visual inspection found that the urethane outer layer had been peeled off on the device, where the core wire was noted to have been exposed. Magnifying inspection of the urethane outer layer peeled segment obtained the following findings: the end of the peeled urethane outer layer had the configuration which implied that the urethane layer had been ripped off; the peeled urethane outer layer had rolled back over the wire in the distal direction; there was no visual anomalies on the exposed core wire; and the peeled and rolled segment of the urethane layer was measured and confirmed to be longer than the length of the exposed urethane layer. The outside diameter was measured on the undamaged segment of the shaft and confirmed to meet manufacturing specifications. Simulated testing was conducted. The guide wire sample was pinched and fixed with forceps to simulate the situation where the actual sample was caught by an involved metal device. In this state, it was exposed to an excessive pulling force in the proximal direction. As the result, the urethane outer layer became broken, peeled off and rolled back over the wire in the distal direction. The broken end was found to present a ripped shape. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the available information, it is likely that the actual sample was subjected to an excessive pulling force in the state of being pinched with an object, resulting in the reported event. The labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as: "do not use the glide wire with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glide wire plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.